Manufacturer narrative:
Citation: stachel g, et al. Left-atrial appendage thrombosis in patients with severe aortic stenosis undergoing transcatheter aortic valve implantation. Can j cardiol. 2021 mar;37(3):450-457. Doi: 10.1016/j.cjca.2020.05.025. Epub 2020 may 23. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the prevalence and predictors of left-atrial appendage thrombosis and the outcome associated with this condition in patients who underwent transfemoral transcatheter aortic valve implantation (tf-tavi). All data was retrospectively collected from a single-center registry between (B)(6) 2006 and (B)(6) 2016. The study population included 2,527 patients and was predominantly female with a median age of 81 years. An unspecified number of these patients underwent tf-tavi with the medtronic corevalve or evolut r valve systems. No unique device identifier numbers were provided. Among all patients, 278 deaths (146 = all-cause, 132 = cardiovascular) occurred within thirty days of tf-tavi. No correlation was made between medtronic product and the deaths. Among all patients, adverse events that occurred within thirty days of tf-tavi included: myocardial infarction; stroke (major or minor); transient ischemic attack; new permanent pacemaker or implantable cardioverter defibrillator implantation; moderate to severe residual aortic regurgitation; life threatening, major, or minor bleeding; and major or minor access site complications (no interventions reported to have been performed as a result). In addition, the authors stated five cases of new atrial fibrillation were observed during follow-up. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.